Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to the one of two devices used in the same procedure. Refer to the associated manufacturer report number 3005099803-2018-01688 for the referenced device information. It was reported to boston scientific corporation on (B)(6) 2018 that two flexiva ID tractip 200 laser fibers were used during a ureteroscopy procedure in the ureter performed on (B)(6) 2018. According to the complainant, during the procedure and inside the patient, the tip of the fiber was noted to be splitting apart so the physician removed the fiber from the patient. Reportedly, no fiber fragments fell inside the patient. A second laser fiber was used and it broke near the surgeon's hand. The procedure was completed with a third flexiva ID tractip 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.